Manufacturer narrative:
The triglyceride reagent lot number used was 567107 or 610229. The expiration dates were requested, but were not provided. This event occurred in (B)(6).

Event description:
The customer received questionable low triglyceride results for two samples from one patient that were not accompanied by a data flag. The samples were tested on cobas 8000 c702 analyzer serial number (B)(4). For sample "(B)(4)" a result of 1.39 mmol/l was generated with no flag. This result was reported outside the laboratory. A therapeutic insulin infusion was discontinued prematurely due to the result. This resulted in a delay in the patient's recovery. The patient's current condition was "recovered". No adverse event was reported. The sample was repeated multiple times and the repeat result of 48.6 mmol/l was believed to be correct. For sample "(B)(4)" a result of 1.42 mmol/l was generated with no flag. The sample was repeated multiple times. Results of 46.29 mmol/l and 44.76 mmol/l were generated. Refer to the attachment to the medwatch for all results for the patient.